Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the outer five pack box, one device inside of the five pack box labeled mc1820 was allegedly labeled mc1816. There was no patient contact.

Event description:
It was reported that upon opening the outer carton of a 20mm biopsy needle, one device inside of the five pack box was allegedly labeled as 16mm biopsy needle. There was no patient contact.

Manufacturer narrative:
Although a lot number was not reported, three potential lot numbers were identified during the sales review. The device history records have been reviewed and these lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample and affected packaging were not returned for evaluation and no photos were provided for review. A sales review determined that no lots of mc1816 had been shipped to the facility and identified three potential lot numbers for the device. The manufacturing review and reconciliation report determined that there was no potential for a mix-up for the potential lots during device assembly. Based on the findings, the investigation is inconclusive for the reported device markings issue. The root cause could not be determined based upon available information. All lots are tested for needle length. Therefore, it is unlikely that the reported event is manufacturing-related. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.